Manufacturer narrative:
The impacted device has been updated to pump 381 pump set (us) to more accurately represent the event reported.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Added b2 (is required intervention) and h6 (health effect - impact code) based on new additional information received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the patient experienced a coronary artery dissection resulting in cardiac arrest. Bleeding or oozing were observed from the repositioning sheath. Angle-matching gauze and the dressing were changed. A hematoma was noted above the site, and pressure was applied followed by placement of a femostop. After the dressing, angle-matching gauze change and femostop placement, the site remained dry and intact. The following day, the treating physicians elected to withdraw care due to the patient¿s underlying critical condition. The death will be reported out of an abundance of caution however, the device performed as intended and is unlikely to have contributed to the outcome. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.